Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had increased lactate dehydrogenase, and increase in plasma free hemoglobin, and the patient was pulsatile with increased blood pressure. A transesophageal echocardiogram revealed that the left ventricle was not unloading. The patient received a pump exchange to another MFR's device on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.